Event description:
Dr. Noted the intraocular lens implant was cracked where the forceps were holding it. He noted this when the lens unfold into the eye. The lens was removed and another was implanted.